Event description:
Patient came in as outpatient and had a left heart catheterization. Doctor used mynx closure device to close arterial site and device failed. Scrub technician/nurse saw there was continued oozing and held manual pressure. Hemostasis achieved and no harm to patient.